Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that on (B)(6) 2025, the patient underwent a orif for femoral fracture with the endcap. During the tfna operation, the endcap could not be inserted. After carefully checking the locking mechanism, the second endcap was also tried, but it did not fit. There was a squeaking noise. The surgeon decided not to insert the endcap and the surgery was completed successfully within a thirty (30) minute delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: d4 (expiry date), h4. Corrected: d4 (primary UDI number). Recaptured codes on h6 (health effect - impact code). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): a manufacturing record evaluation was performed for the finished device. Product code: 04.045.870s-15. Lot number: 74204p5. It was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 28 jul 2025. Manufacturing site: jabil bettlach. Expiry date: 01 jul 2035. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.